Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector won't latch) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG 'b'. In addition, it was confirmed that the belt connector would not latch on the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient 's electrode belt would not connect to a monitor.